Manufacturer narrative:
The patient stated she lost the enamel gloss of her two top front teeth (# 8 and 9 teeth), after going through zoom whitening procedure in early (B)(6) 2015. No other serious injury and damage to the body was reported to the customer. This event was reported to manufacturer on june 23rd, 2016. The kit and gel were used during the procedure, and were not returned. No specific information regarding the lot numbers used during the whitening procedure is provided at time of this report. Three potential lots were identified based on the dentist's sales history on june and july 2015. Retain samples of whitening gels from these 3 lots were tested on 7/21/2016, and results were within specifications. Device history records of these 3 kits and gels were reviewed, and no discrepancy or out of specification condition was found. Reviewed complaints history of the past 3 years. No other similar incident was reported in the past. Per clinical expert assessment, director of consumer and dental affairs, the loss of enamel gloss cannot happen due to ph of the whitening gel. Dentist stated that it seems that a dental bonding was previously applied on the patient's front tooth (# 8 tooth). No other known pre-existing condition. Based on the investigation and information provided, no malfunction, failure, or out of specification was found in the product. This incident is being reported, since the product may have caused an enamel gloss loss. Discus dental will continue to monitor complaints history for similar complaints. The whitening kit and gel were used up.

Event description:
The patient stated she lost the enamel gloss of her two top front teeth (# 8 and 9 teeth), after going through zoom whitening procedure in early (B)(6) 2015. This event was reported to manufacturer on june 23rd, 2016.